Manufacturer narrative:
Device analysis report attached. This report is submitted on april 11,2023

Event description:
Per the clinic, the patient experienced an infection (specific date not reported). The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report additional information has been requested but has not been made available as of the date of this report.